Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that the event was attributed to a combination of user misuse and a less than optimal design to withstand such misuse.

Event description:
The trial head "fell apart" during sterilization. The event did not occur during a surgical procedure.